Event description:
It was reported that the 9800 system had a collimator iris potentiometer error. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced during the service call.